Manufacturer narrative:
Without the return of the product and no serial numbers available, no definitive conclusion can be made regarding the clinical observation. The date of death was a estimation to satisfy regulatory reporting guidelines. The date used was a median age from reporting timeline of 2002 to 2012. Without the serial number for the device no device history review can be completed. If additional information is received a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Event description:
Medtronic received information from a journal article in arq bras cardiol 2012;99(6):1159-1165 entitled the contegra valved bovine conduit: a biomaterial for the surgical treatment of congenital heart defects which is a review of reports of contegra published since 2002. The review 1718 devices that were applied in 1705 patients. The sizes of the conduits were 8-22mm. The patients aged from newborn to 74.5 years, prevailed by pediatrics. The primary diagnosis was congenital heart defects in all cases, with tetralogy of fallot, truncus arteriosus and pulmonary atresia being the first three diagnoses, representing 25.6%, 16.7%, and 13.1%, respectively. In these such reported cases the contegra was used as a tube graft in the pulmonary position in 1,635 patients (95.9%), monocuspid patch in 12 patients (.07%), as a graft in the position of the pulmonary valve or a monocusps in 40 patients (2.3%), and as an inferior vena cava-pulmonary artery conduit in the fontan procedure in 18 patients (1.1%). Conduit reimplantation was performed in 141 patients (8.3%) at 8.6 to 106 months post implant. Three of the 141 patients needing reimplantation had conduit regurgitation, 128 of the 141 had conduit obstruction and six patients had a form of both. The indications for re-implantation were endocarditis, graft degeneration, severe stenosis of the distal anastomosis, pseudoaneurysm of the proximal anastomosis and severe conduit regurgitation. There were 58 early deaths and 37 late deaths which was documented as sometimes unrelated to the conduit, but stated that some were caused by endocarditis and septicemia. It was not documented how many patients died of what causes. The conclusion of study was that right ventricular outflow tract reconstruction with contegra can result in better hemodynamics, longevity, and long term survival than other biomaterials in most of the situations of congenital heart defect repair. It can also be used as a monocusp material in congenital heart defect repair.